Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform the displacement test due to blank display. Insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 320 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.